Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Material from current inventory at the manufacturing facility was functionally inspected and no issues were encountered. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the device stopped misting during use. No patient harm reported.